Manufacturer narrative:
Investigation ¿ evaluation it was reported by a representative of brigham and women¿s hospital (USA) that on (B)(6) 2023 an ultrathane mac-loc locking loop biliary drainage catheter (rpn: ult10.2-38-40-p-32s-clb-rh, lot#: unknown) leaked. The device was placed in the patient on (B)(6) 2023. The following day, the patient returned to the hospital due to leakage between the hub and shaft of the catheter. As a result, device was removed and replaced. No other adverse effects were reported due to this occurrence. Reviews of the instructions for use (IFU), manufacturing instructions (mi), quality control, and specifications were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was unable to be completed due to a lack of lot information. An expanded sales search to the customer was unable to identify the complaint lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The IFU packaged with the device contains the following in relation to the reported failure mode: how supplied: "upon removal from package, inspect the product to ensure no damage has occurred." Based on the available information, no product returned, and the results of the investigation, the root cause was traced to component failure, without any design or manufacturing issue. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
D2a - additional common name: gbo catheter, nephrostomy, general & plastic surgery, lje catheter, nephrostomy . D2b - additional product code: gbo, lje. E3 - occupation: inventory manager. G45 - PMA/510(k) #: k173035. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that leakage at the hub of an ultrathane mac-loc locking loop biliary drainage catheter was identified following placement into an unknown patient. The catheter was placed during an unspecified procedure on (B)(6) 2023. On (B)(6) 2023, the patient returned to the hospital due to leakage occurring at the hub of the device. The catheter was then removed and replaced with a new like-device. On (B)(6) 2023, the patient returned to the hospital a second time due to leakage from the hub of the second catheter. The device was then removed and replaced with a new like-device. No other harm to the patient has been reported at this time. Additional information regarding event details and device return have been requested but are currently unavailable. This report references hub leakage that occurred on (B)(6) 2023. The additional instance of hub leakage that occurred on (B)(6) 2023 is captured in a report with patient identifier: (B)(6).